Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 29-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of metrorrhagia ("bleeding between menstruations"), musculoskeletal pain ("joint and muscle pain in hips and shoulders") and hospitalisation ("hospitalisation nos") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced metrorrhagia (seriousness criterion medically significant) and coital bleeding ("bleeding after intercourses"). In (B)(6) 2016, the patient experienced musculoskeletal pain (seriousness criterion disability). In (B)(6) 2017, the patient underwent hospitalisation (seriousness criterion hospitalization). On an unknown date, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain"), headache ("headaches") and amnesia ("memory loss"). At the time of the report, the metrorrhagia, musculoskeletal pain, hospitalisation, coital bleeding, fatigue, alopecia, weight increased, headache and amnesia outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, coital bleeding, fatigue, headache, hospitalisation, metrorrhagia, musculoskeletal pain and weight increased with essure. The reporter commented: she was on disability leave since (B)(6) 2017 due to significant unexplained joint and muscle pain. She was hospitalized urgently in (B)(6) 2017. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-dec-2017 for the following meddra preferred term: metrorrhagia the analysis in the global safety database revealed 43 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Diagnostic results: all possible examinations were performed: MRI, xray, ultrasound, scintigraphy, CT - no results were provided further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.